Event description:
Information was received that a patient had a refractive surgery in 1999. The epithelium sloughed off during the surgery. In 1999, the flap was lifted and the scleral bed and the flap's inner surface were cleaned. The flap was then repositioned. Patient prognosis is good. Visual acuity in both eyes is 20/25-1.